Event description:
An altitude alarm was reported on the customer's pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was advised to clean the speaker holes and reconnect the pump cartridge. Following these instructions, the pump resumed normal operation after a brief waiting period, and no alarm recurred. Technical support provided additional tips to prevent future altitude alarms, which the customer acknowledged.